Event description:
It has been reported that there is a scissure in the weld of the device.

Manufacturer narrative:
Weldment. Additional information found to be relevant by the manufacturer will be added to the investigation. A follow-up MDR will be submitted if found necessary.